Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have kidney cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have kidney cancer. The medical intervention that the patient received in response to the event is currently unknown. Section g3 was corrected to reflect the bad when new information was received.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have kidney cancer. The medical intervention that the patient received in response to the event is currently unknown. Despite multiple attempts on 03/25/2022, 04/05/2022, 04/20/2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to sound abatement foam. The reported kidney cancer, severe palpitation and headache were not related to the device because those allegations were identified as past medical history. There was no report of serious or permanent patient harm or injury. The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section b7 updated with past medical history. Section h1 has changed to reflect a malfunction. Section h6 health effect- clinical code and impact code has been updated.